Event description:
It was reported that the sensor experienced numberous issues. The caller stated that the insulin pump alarmed lost sensor, which was a loss of communication between the transmitter and the insulin pump. The caller also reported sensor and blood glucose reading discrepancies. The most recent blood glucose reading was 5.4 mmol/l. The caller stated that the transmitter did not blink when connected to the sensor, and no significant events leading to the issue were noted. A change sensor alarm and calibration not accepted alert was also noted. The caller was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.